Event description:
It was reported that the pump exhibited error code 44000. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Confirmed customers complaint with power up test. Error code was caused by software issues. Flashed new software and performed performance verification tests (pvt) testing and unit passes all testing criteria. Performed calibration. Unit rest to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.